Event description:
Flowed too fast. Infused in 53 hours instead of 72 hours. No adverse event reported. Date of event: summer of 2010.

Manufacturer narrative:
No sample received for evaluation and investigation. Without the actual product or a lot number, a complete analysis cannot be conducted. No additional information has been provided. The device history record and lot history cannot be reviewed. No determination can be made for the condition reported at this time. If additional information or the sample becomes available in the future, we will reopen this complaint.